Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture resulting in high impedance. A chest x-ray revealed that the patient's device had turned over multiple times within the pocket, which caused the right ventricular lead to twist in multiple tight loops. It was suspected that at the apex of one of these twists, the lead head fractured. A new lead was successfully implanted. No additional adverse patient effects were reported.